Manufacturer narrative:
During use of the 5f mynxgrip vascular closure device, the user was unable to insert the device into the sheath completely. There was no patient injury. Manual compression was held for longer than thirty minutes to achieve hemostasis. The sheath did not kinked/bent upon removal. There were no visible bent/damage in distal end of the balloon shaft after removal. The patient was not hospitalized nor hospitalization extended as a result of the event. The mynx vcd was not prepped according to the instruction for use (IFU). Excess force was not applied during insertion. The device is available for analysis. No other information was provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device for investigation. No other visual damages or anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion (per the mynx instructions for use (IFU) on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since no issues were noted during functional analysis and the sheath was not returned. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the information provided and the product analysis, access site vessel characteristics (although not provided) and/or the condition of the sheath (although not returned and reportedly did not kink/bend) most likely contributed to the issue experienced since the device passed functional analysis with no issues noted and no damages were noted to the device. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device, the user was unable to insert the device into the sheath completely. There was no patient injury. Manual compression was held for longer than thirty minutes to achieve hemostasis. The sheath did not kinked/bent upon removal. There were no visible bent/damage in distal end of the balloon shaft after removal. The patient was not hospitalized nor hospitalization extended as a result of the event. The mynx vcd was not prepped according to the instruction for use (IFU). Excess force was not applied during insertion. The device is available for analysis. No other information was provided.